Manufacturer narrative:
Results: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent emergency endovascular repair of an enlarging thoracoabdominal aortic dissection using two conformable gore tag thoracic endoprosthesis (tgu313120j/11593443 and tgu454515j/11638109) and a gore excluder aaa endoprosthesis. It was reported that the proximal conformable gore tag thoracic endoprostheses was implanted just below the brachiocephalic artery. Therefore, a bypass from the right axillary artery to the left common carotid artery and the left axillary artery was created prior to the implantation of the devices. After the procedure on the same day, the patient developed paraparesis. A spinal drainage was performed. But no improvement was observed in the symptom. The patient currently receives rehabilitation treatment. It was reported that the patient had a medical history of chronic aortic dissection, and his intercostal arteries had blood supplied from the false lumen of the dissective aorta. The physician reportedly stated that the implantation of conformable gore tag thoracic endoprosthesis in the true lumen had shut the blood flow into the intercostal arteries, which resulted in the development of paraparesis.